Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had an operation and after 3 weeks the patient returned with evisceracion because the suture was cut. A reoperation was done. Additional information has been requested but not yet received.